Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient had their device removed due to infection. The patient's chest incision had dehiscence. The health care provider (hcp) discussed the options of observation on antibiotics and a revision and the patient decided to proceed with a revision. The implantable neurostimulator (ins) was removed and a debridement of the right chest incision and incision edges was done on (B)(6) 2011. Cultures of the incision were done and a yellowish fluid was collected from the incision. The pocket was thoroughly irrigated with antibiotics after cultures were taken. Antibiotics were also administered intravenously. The ins was then placed back in the pocket and the incision was closed. Staph aureus was cultured. The patient's health care provider (hcp) reported that there was no known cause of the infection. The patient's indication for use is essential tremor.